Manufacturer narrative:
The device was not available for evaluation as it remains in the patient. Imaging provided does not confirm the tightness level of the locking caps. Additional information provided that a 10nm torque handle was used during the case, rather than the specified 8nm torque handle that is found in the creo mis technique guide. The surgeon reported that during the surgery to relocate screws due to the surgeon's preference, the locking caps had not tightened enough. The exact cause of the reported issue could not be determined.

Event description:
It was reported by a representative from austria that during a revision to replace misplaced screws, the locking caps were found to be loose post-operatively.